Manufacturer narrative:
The covidien customer support engineer (cse) replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed electrical safety test, calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). (B)(4).

Event description:
A report received from the USA stated that during servicing of the device a graphical user interface (gui) communications error occurred. There was no report of patient involvement. The date of the event is unknown.